Event description:
It was reported by the patient's husband that his wife's vision is good near and far; however, it is blurry between 24 inches and 36 inches. It was stated that the patient's visual outcome is significantly affecting her daily activities. An intraocular lens was implanted in each eye, whereby a separate medical device report will be submitted for each eye. The patient will be seeking a second opinion. The exact event date was not provided.

Manufacturer narrative:
. The intraocular (iol) lens remains implanted. A review of the manufacturing records for the lens revealed the lens was manufactured in accordance with all specifications. All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.